Event description:
Customer reported that the insulin pump display was blank, then a battery out limit was returned. Customer reported that the battery had not been changed prior to the battery out limit being returned. Review of the insulin pump's alarm history showed that a weak signal alarm had recently been returned. Blood glucose level was 286 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.